Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 2/17/99. The consumer sought medical treatment for infection at the ear piercing site on 2/23/99 and was prescribed antibiotics.